Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing resorbable anchors in (B)(6) 2012. Subsequently, patient alleges pain and has developed a cyst around the resorbable anchors. There has been no reported revision procedure to date.

Event description:
It was reported patient underwent a rotator cuff procedure utilizing resorbable anchors in (B)(6) 2012. Subsequently, patient developed a cyst around one of the resorbable anchors. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "implantation of foreign materials can result in an inflammatory response or allergic reaction." Number 6 states, "pain, discomfort, or abnormal sensation due to the presence of the device." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03489 / 04293).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Date implanted - (B)(6) 2012, exact date is unknown. Manufacture date ¿ unknown.